Event description:
It was reported that a retroperitoneal bleed occurred. A left atrial appendage (laa) closure procedure was being performed. The procedure went well with no device related complications. A couple hours after, the patient was transported to the recovery area, and a retroperitoneal bleed around the access area was noted. The following day it was noted that the patient was doing well and had a successful coil ablation. The patient was discharged the following day.